Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running software version at the time of the fpga reset/reprogram failures. It was reported that the power stapler - handle or adapter has error. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the signia handle does not initialize. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the handle displayed an error code 218, fault error. To complete the case, another handle was used. It was noted that the handle had since powered off and did not turn on even though it was fully charged. There was no patient injury. Medtronic's initial evaluation of the returned product found that the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.